Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this device appeared to be depleting prematurely, as the estimated remaining longevity decreased from 3.5 years remaining to 2 years remaining over the course of approximately seven months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received from the field indicates there are no current plans for intervention, and the patient is scheduled for a follow-up in october. Should additional follow-up information be provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this device appeared to be depleting prematurely, as the estimated remaining longevity decreased from 3.5 years remaining to 2 years remaining over the course of approximately seven months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this device appeared to be depleting prematurely, as the estimated remaining longevity decreased from 3.5 years remaining to 2 years remaining over the course of approximately seven months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported.